Manufacturer narrative:
Corrected information: manufacturer. Originally submitted with initial reporter information.

Event description:
Customer reported that (B)(6) updates ran during a procedure on a pyxis anesthesia es system. No patient or user harm was reported. User was able to open all drawers manually to be able to dispense medications.

Manufacturer narrative:
Customer reported that (B)(6) updates ran during a procedure on a pyxis anesthesia es system. Complaint is captured in file (B)(4). No patient or user harm was reported. User was able to open all drawers manually to be able to dispense medications. (B)(6) updates are not run during procedure and are scheduled by the customer. (B)(6) updates only occur when the pyxis anesthesia es system is rebooted. Investigation of the station logs show that it was a user initiated reboot.